Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the shunt surgery, the valve failed it's pre-implant pressure test. The patient's status at the time of the report was alive-no injury.

Manufacturer narrative:
The returned valve was patent. It met the requirements for valve flux, leak, reflux, siphon, pressure-flow and preimplantation testing. Therefore, the nature of the complaint could not be replicated by laboratory personnel. There was surface damage to the reservoir and the tantalum. It is unknown how or when this damage occurred. The instruction for use cautions, ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting or crushing of components. Such damage may lead to loss of shunt integrity¿ proteinaceous debris and crystalline debris was observed on the interior of the valve. The instructions for use cautions, ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris¿ and ¿care must be taken to ensure that particulate contaminants are not introduced into shunt components during preimplantation testing or handling. Introduction of contaminants could result in improper performance of the shunt system. Particulate matter that enters the shunt system may result in shunt occlusion, or may also hold pressure/flow controlling mechanisms open, resulting in overdrainage.¿ all valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.